Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 07/05/2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g3 date received by manufacturer is: 07/05/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. According to the images provided by the service business center, confirmation of the adhesion/clogging of the material in the auxiliary water channel was found, and according to the information provided by the service business center, it was confirmed that simethicone was used in the facility. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign objects in the jet tube. There were no reports of patient involvement.